Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for no delivery alarm and unexpected restart. Current blood glucose was 200 mg/dl. Customer then got a no delivery when trying to rewind insulin pump. Customer stated before needed to replace the reservoir and placed a new reservoir in the pump. After a day it showed empty and there was still insulin the reservoir. Customer reported that they received unexpected restart after changing the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected restart error alarm anomalies noted. Pump primed properly.